Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Since the complaint affected unit was not returned for evaluation a product non-conformance or device failure associated to manufacturing or design could not be confirmed. A device history record review was completed and documented that device met all specifications upon distribution. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Additional FDA product code includes: dxo- transducer, pressure, catheter tip. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the pressure monitoring set, the arterial line was suspected to have been pulled by the patient. However, when applying pressure to stop bleeding it was noted that catheter was still in place in the artery, despite a lack of sutures and only held in place by a standard transparent dressing. Per the customer, it appeared that arterial tubing separated from luerlock connection, leaving the catheter and luerlock in place. There was no allegation of patient injury.